Event description:
It was reported that during a laparoscopic-assisted distal gastrectomy procedure, it was found that the distal part of the white tissue pad was missing after 2 1/2 hours from the beginning of the procedure. During the operation no error code was displayed the surgeon commented that the device was used frequently in that procedure and the tissue pad was damaged along the center line. Another device was used to complete the procedure. Before finishing the operation the doctor performed suction and irrigation in the abdominal cavity. There were no adverse consequences for the pt. One device will be returning.

Manufacturer narrative:
Date sent: 11/03/2009. Info anticipated, but unavailable at this time.